Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the maryland bipolar forceps instrument had an arc discharge. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Arcing occurred during procedure. Arcing occurred between the jaws. The arcing also grounded between the jaws. There was no damage to the instrument after arcing. Surgeon was cauterizing when the arcing occurred. Erbe vio 300d generator was used. Cut: bipolar cut effect 4 and coag: bipolar soft effect6 40w macro settings were used. Instrument tips were in contact with tissue. Patient has not returned to the hospital. Instrument tips did not collide with other instruments and did not touch staples, clips or sutures. It was contaminated by carbonized tissue. No video recordings are available. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.